Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed. The specific product type was not identifiable from the photograph; therefore conformity could not be determined. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred between (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a peritoneal dialysis set became disconnected from the solution bags. The solution bags had been hung up and the lines fell out from the spike ports. There was no leak from the solution bags. The nurse suspected that the bags may not have been spiked correctly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.